Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure the stent became occluded and the patient experienced an allergic reaction. A taxus liberte stent along with an unknown bare metal stent were implanted in an unspecified lesion. An unspecified amount of time later the stents became occluded and the physician suspected that the patient had a metal allergy.